Manufacturer narrative:
Sc-1110-02 sn (B)(4) device evaluation indicated that the device passed all tests performed. The complaint in regard to the charger coupling issue was not verified. In the lab, there was no issue coupling the ipg with a charger. The depleted ipg was charged to 4.03 volt in one cycle, and regained its functionality. The battery depletion and sleep current rates were within the expected range. This result attested that the device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the ipg charging was spotty and the patient could charge sometimes. The patient underwent an ipg replacement procedure per physician's preference. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg charging was spotty and the patient could charge sometimes. The patient underwent an ipg replacement procedure per physician's preference. Device malfunction was suspected. The patient was doing well postoperatively.